Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) device due to the reservoir migrating into the scrotum and groin area causing pain. No further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) device due to the reservoir migrating into the scrotum and groin area. The patient was experiencing pain in the scrotum. The patient is expected to fully recover following the procedure.